Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac arteries (iia) using a lantern delivery microcatheter (lantern), pod coils, and pod packing coils (pod pcs). It was reported that the patient anatomy was tortuous, narrowed and calcified. During the procedure, while advancing a pod coil through the lantern, the physician experienced resistance. Subsequently, the pod coil was removed. The physician continued the procedure using the lantern and pod pc. While advancing the pod pc through the lantern, the physician also experienced resistance. Therefore, the lantern and pod pc were removed. It was noted that the physician had flushed the lantern, but the issue was not resolved. The procedure was completed using another lantern, the aforementioned pod coil and pod pc, and another coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 133.5 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed an ovalization on the distal shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. This damage may have contributed to the resistance experienced during the procedure. During functional testing, a demonstration pod pc was advanced through the lantern without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.